Event description:
It was reported that the patient was sent to the emergency department due to concerns about left jaw pulling to the side. It was unknown if it was related to the device. The trial leads were pulled out and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of ar-d: 2099: no known device problem; ar-p codes: 9212: patient problem/medical problem; ai codes: f1903: device explantation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was sent to the emergency department due to concerns about left jaw pulling to the side. It was unknown if it was related to the device. The trial leads were pulled out and will not be returned per hospital policy. The patient was doing well postoperatively.